Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. No product was returned for evaluation. Data logs at time of alarm were reviewed and contrast was found to be oscillating, signal not reliable dropped to 0, light and gain both decreased, and lamp remained at 100%. The reported failure mode for this pump was "placement signal issue", however, as the impella 5.5 does not have a dp sensor, the failure was investigated as "optical signal issue". Upon review of the data logs, it is apparent that the console is the potential cause of the issue. Please refer to complaint # (B)(4) for an investigation into the console. No problem was found with the pump. The device functioned/operated to specification. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
Us complainant reported that a patient was on impella 5.5 support to bridge recovery. While on support, optical sensor not reliable alarm present, no kinks on white cable noted. Flows/motor current wave forms were present. No further information provided.